Event description:
Event description cpi received information that this sweet tip rx bipolar lead and implantable pulse generator (ipg) reported a ventricular loss of capture in both bipolar and unipolar modes. The device markers indicated sensed intrinsic activity in the atrium and paced activity in the ventricle, but no ventricular capture was observed, even when the device output was increased. In addition, the physician was unable to obtain a ventricular lead impedance measurement. Both the ventricular lead and the ipg were explanted and replaced. During the explant of the lead, the helix broke off and remains within the patient.